Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level; value was not provided. Suspected cause was due to customer's insulin sensitivity and control iq software delivering an automatic correction bolus. Customer consumed carbohydrates, glucose tablets, and adjusted basal settings per healthcare provider's instructions to address bg. Additionally, customer received assistance and was treated with a glucagon injection. Recommendation was made to consult with a healthcare provider to discuss diabetes management.